Event description:
In 2008, a pt/layperson spoke with a customer care advocate, cca, to report missing segments in her one touch ultramini display. The pt alleged that the meter was responsible for a "diabetic coma" on an unk date the end of the previous month. The cca replaced the meter. Since the pt has not responded to this senior medical affairs specialist's calls, a letter has been sent and classification is based upon info, the pt gave the cca. The pt alleged the following: the pt is unsure when the reported issue began. The pt's alleged symptom of a "coma" occurred during the reported issue. The pt does not know if she was tested on another device and did not indicate who gave her a glucagon injection. Reportedly, the pt was admitted to the hospital. Although it is unclear whether the alleged missing segments contributed to the serious injury and although info regarding daily treatment and regime was not provided, the complaint is classified as an adverse event due to the pt's allegation.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.